Event description:
It was reported the programmer has a software reset on every boot. It was also reported it takes a long time to boot up. Back power cord flap has been broken for some time. The programmer was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the tabs on the power cord bay door were broken, the programmer stylus was missing, the system fan was noisy, and the lower case was damaged.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.